Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump has a recurring failed battery test alarm. She stated she was off the insulin pump for awhile and she is starting to get back on the device. Every time she inserts a new battery, the device alarms failed battery test. Customer's blood glucose at the time of the event was 223 mg/dl. Her current blood glucose is 219 mg/dl. The battery compartment and contacts are not damaged or corroded. Customer inserted a new battery and the device did a count down and gave an alarm. Customer was advised the device experienced an unexpected restart. She advised to monitor the device and call back if needed. Nothing further reported.